Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: device code a0501 captures the reportable event of basket detached. Block h11: investigation results the returned zero tip basket was analyzed, and a visual evaluation noted that the handle returned in good condition, however, the sheath returned kinked at the distal section. Media analysis also revealed that a zero tip basket had the sheath bend at the distal section. Microscopic examination was performed under high magnification, and it was noticed that the sheath was stretched at the distal section. Functional examination was performed, and the handle was actuated. The basket was unable to open or close, however, some resistance was felt when actuating the device indicating the basket could have got inside the sheath. The device was disassembled, and the handle cannula was assembled to the pinch vise. The handle cannula with the pull wire was removed, and there was evidence that the pull wire and the basket were correctly assembled to the notch cannula. Additionally, there was evidence of the 8 crimp marks and the basket is in good condition. No other issues were found internally. With all the available information, boston scientific concludes that the reported event of basket detachment was not confirmed. The investigation did not identify any evidence of the alleged issue on the device since the basket was properly assembled in the notch cannula and also it was in good condition. The observed sheath kinked and stretched at the distal section could be related to handling and manipulation of the device during procedure, it is probable that an excess of force applied to the device such as operational factors during their use could have led to bend and stretch the sheath that may have made the customer think that the basket detaches from the device. Based on analysis results, an investigation conclusion code of no problem detected was assigned to this investigation for reported basket detachment.

Event description:
It was reported that a zero tip basket device was used during a ureterolithotomy procedure. Reportedly, after the stone was removed from the patient, the entire front end of the basket fell off outside the patient. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Device code a0501 captures the reportable event of basket detached. The product has been returned for investigation. However, the returned product has not been evaluated by manufacturer yet. Media analysis was performed on the picture provided by the customer. Media analysis revealed that a zero tip basket had the sheath bend at the distal section. The reported event of basket detachment could not be appreciated with the evidence provided. Additionally, without a proper evaluation of the device, it remains unknown the most probable causes that could have contributed to the event. A follow up report will be submitted to provide the investigation results including applicable evaluation conclusion code after completion of returned product investigation.

Event description:
It was reported that a zero tip basket device was used during a ureterolithotomy procedure. Reportedly, after the stone was removed from the patient, the entire front end of the basket fell off outside the patient. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: device code a0501 captures the reportable event of basket detached.

Event description:
It was reported that a zero tip basket device was used during a ureterolithotomy procedure. Reportedly, after the stone was removed from the patient, the entire front end of the basket fell off outside the patient. The procedure was completed with another of the same device with no patient complications.